Manufacturer narrative:
Investigation of the event determined the customer was storing clean aliquot racks near urine prparation areas. Urine samples were being decanted next to clean sample cups which were used for patient testing. The patient sample was exposed to urine.

Event description:
The customer alleged they received questionable ion selective electrode potassium, creatinine, and urea/bun results for one patient on their cobas 8000 analyzer. The patient's sample was processed by the customer's modular pre analytics device. The patient's initial potassium result was 6.9 mmol/l which repeated at 6.9 mmol/l. The initial creatinine result was 335 umol/l. The initial urea/bun result was 15.0 mmol/l. The initial results were manually released by the customer via their process systems manager device. The patient had another blood sample drawn later that day and the results were within the normal range. On (B)(6) 2013, the initial patient sample was repeated. The repeat potassium result was 4.7 mmol/l. The repeat creatinine result was 98 umol/l. The repeat urea/bun result was 4.3 mmol/l. The initial results caused the patient to be hospitalized. The patient was not harmed by this event. The potassium electrode lot number and expiration date were not provided. The creatinine and urea/bun reagent lot numbers and expiration dates were not provided. The field service representative (fsr) went on site. It was noted the clean aliquot racks were stored on the same bench as the urine sample preparation area and microalbumin samples were decanted next to the clean cups. The fsr added a drop of urine to a previously normal aliquot, and the results mimicked the error pattern in this event.

Manufacturer narrative:
This event occurred in (B)(6).